Event description:
The physician was attempting to detach the fifth coil in an sah "hunt & hess" 4-5, right internal carotid artery aneurysm (11x14mm) when the coil would not detach with the first handle used. A third attempt with a second detachment handle successully detaced the coil.

Manufacturer narrative:
Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this device were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device not retained by hospital.